Event description:
T was reported that the customer received an incomplete fill tubing alert as they had not completed the loading process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Tandem technical support educated the customer on the meaning of an incomplete fill tubing alert.